Manufacturer narrative:
The device was manufactured at one of the following facilities: baxter healthcare - (B)(4), united states. Baxter healthcare - (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a lot of air was observed in the final line of a homechoice cassette and final solution bag. The bag was completely inflated. This occurred during an unspecified process step of automated peritoneal dialysis therapy, while the patient was connected. The patient ended therapy on their own and started over with new supplies, however the event happened again. Renal therapy services (rts) assisted the patient to end therapy and discussed the use of continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.